Manufacturer narrative:
Date sent to the FDA: 02/16/2006 h9-additional information h6-result code 100: one returned actual device was examined visually, and under a steromicroscope at 10-40x. The prolene soft mesh (spm) component was completely separated from the orc/pds component. The pds layer was still present on the orc, and a pattern from the spm was still present. The dimensions of the orc/pds component was slightly smaller than the spm component, probably due to shrinkage from drying after it had been wet. Fragments of the pds laminated film were still present on the isolated spm, along with residual tissue remains, the orc/pds has an "indeflation" on each end of the perimeter of the component but did not appear to have been cut or torn at those sites. H6-conclusion code 67: the specific circumstances and force required to separate the spm from the orc/pds could not be determined. No evidence of physical damage was observed on the spm component.

Event description:
International affiliate reported that the device was cut to size, passed through a trocar and delaminated within the patient's abdomen prior to tacking the device in place. Device was removed and another mesh from the same lot was used. No adverse patient consequences were reported.